Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0333616v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0322212v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported that the manufacturer representative (rep) was going into a case and the doctor was going to be replacing batteries on the day of the report, but decided to test the leads and potentially replace the extension on the left side. The doctor told the rep that when the patient moved the battery, the impedances were abnormal. However, when the rep tested the impedances they were all normal prior to surgery. During the procedure the doctor decided to replace both the battery and extension. All impedances were normal at the end of the case.